Event description:
(B)(4). It was reported that during a percutaneous transluminal angioplasty procedure, a guide wire fracture and a vessel dissection occurred. Vascular access was gained via the right femoral artery. The 90% stenosed lesion was located in the 1st diagonal of the left anterior descending artery (lad) distal to an unknown mfrs stent which contained mild in-stent restenosis. Multiple attempts were made to advance the choice pt floppy guide wire beyond the stent without success. During removal of the guide wire, the physician noted resistance, applied "gentle tension" and the guide wire went slack. The patient experienced chest pain and was taken for emergent surgery. The guide wire was noted to be caught in the stent and was extending into the aorta. A dissection of the lad was noted during surgery. Three vessel bypass was performed during surgery with the guide wire fragment removed. No further patient complications have been reported and patient has been discharged.

Event description:
Same case as user facility report: (B)(4). It was reported that during a percutaneous transluminal angioplasty procedure, a guide wire fracture and a vessel dissection occurred. Vascular access was gained via the right femoral artery. The 90% stenosed lesion was located in the 1st diagonal of the left anterior descending artery (lad) distal to an unknown mfrs stent which contained mild in-stent restenosis. Multiple attempts were made to advance the choice pt floppy guide wire beyond the stent without success. During removal of the guide wire, the physician noted resistance, applied "gentle tension" and the guide wire went slack. The patient experienced chest pain and was taken for emergent surgery. The guide wire was noted to be caught in the stent and was extending into the aorta. A dissection of the lad was noted during surgery. Three vessel bypass was performed during surgery with the guide wire fragment removed. No further patient complications have been reported and patient has been discharged.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis; therefore no physical or visual analysis of the product could be performed. Labeling review performed and no anomaly was found. The risk of the reported event is noted within the labeling/dfu. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).